Event description:
Pace medical was notified on june 14, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device with the complaint that ICD display was not functioning properly. The device was examined it was determined that the lcd display was not functioning as required. It was replaced. The device was re-calibrated and final tested and it passed all tests and returned to the customer. Reason for complaint: unk - random display failure.